Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were three previous similar complaints against involved lot for the reported issue. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported child received a suspected false positive result on (B)(6) 2024 using the cue covid19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31162c, reader sn (B)(6)). Repeat cue covid-19 tests performed on (B)(6) 2024, (B)(6) 2024, (B)(6)2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 on an alternate cue reader provided negative results. Customer did not state if outside confirmatory testing was performed or if the individual was experiencing symptoms. Cartridges were stored within the validated temperature range.